Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed during use. No patient/user injuries reported. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during total knee arthroplasty procedure, the surgiphor bottle cracked when squeezed during application and the fragments of the bottle fell off. The cap was not detached and there were no patient/user injuries reported.